Event description:
Info received indicates the foot end casters continue to swivel when in brake.

Manufacturer narrative:
The technician found the teeth on the casters were worn. The technician replaced the foot end casters to repair the stretcher.